Event description:
I have a dexcom g7 and have been a type 1 diabetic since the age of 6. I am now 52. My dr. Put me on it to help keep better control of blood sugars and because I am also having diabetic complications. The receiver is preset for an urgent low warning of 55 and I can not change this, which is fine. I can set when I want to be alerted for a low, and I put 80, and I am notified. My issue is this: 180 and above is considered high blood sugar. The dexcom allows you to select at what high blood sugar you want to be altered to. I set my mark at 180, and it will not warn me!! 180 and above, nothing! It has happened for weeks, and I have messed with it and nothing makes it work. I called dexcom tech last night and was told to turn the receiver off and back on, did not change a thing. I am sick, which tends to run sugars high...and yesterday evening my sugar went to 400!!! I can go into ketoacidosis. My sugar was high all last night and not one alert! I called again today and was told by the tech rep, the dexcom is preprogramed to only alert me at 250, which is too high! Why did my first receiver alert me at 180, but my 2nd receiver does not. Per diabetic guidelines, 180 and above is high blood sugar, and 250 and above can put you into diabetic ketoacidosis, which is life threatening. I argued with the tech guy after he told me it does not matter what number I want to be alerted at; it will only alert me when it is 250!!!! He stated he believes dexcom picked the preset feature of 250 because the company had issues with alarms not going off on high blood sugar!! If this is true, dexcom is not doing its advertised job of keeping your blood sugars in range! My endocrinologist put me on a dexcom to keep my sugars in approved range to help prevent further issues (I currently have heart, eyes, and nerve issues due to the disease, and lower blood sugars will help prevent further issues). My cardiologist wants my a1c to be 7.0 and lower, which means my blood sugars need to stay around 154. However, dexcom has apparently decided 250 is the high diabetics need! So, again, dexcom allows me to put in the low I want to be alerted to, which I picked 80, and I am alerted. Dexcom receiver allows me to pick the high I want to be alerted to, which is 180...and I never want to be over this. Yet even though I can input the high number I want to be alerted, I am not alerted at all, and according to the tech I spoke to, dexcom has decided the high I will be alerted to is 250, which is a diabetic ketoacidosis range! At no point could the tech explain to me why I was still allowed to pick the high blood sugar range I want. He just kept saying dexcom had decided the alarms will not only go off for 250 and above since their receivers were having alarm issues. Dexcom is not doing its job in terms of helping diabetics stay in the range of what a diabetic should be in. 250 is a diabetic ketoacidosis range!! Thank you and I hope I made sense. Again, dexcom receiver allows you to input the low you wanted to be alerted to, mine is 80 and it does alert me. It also allows me to select the high, which I put in 180. I am not alerted at 180 or above! Per the dexcom tech, dexcom, due to highs not being alerted, has still let you choose the high you want to be alerted to, but has preset the items to alert you only when the high range is within diabetic ketoacidosis range. This product is not doing what it is advertised to do or what drs have put their patients on it for. Dr. Put me on dexcom g7 to help get better blood sugar control and improve my a1c (hemoglobin a1c). Cardiology wants a1c 7 or lower. Even though dexcom allows you to input the high blood sugar you want to be notified of, which I put 180, the tech told me the company has inputted 250 as a result of a recall because the device was not alerting of high blood sugars. So, while I do not want to go over 180, dexcom has decided 250 is ok for all diabetics! To my knowledge....250 is diabetic ketoacidosis range. The higher your blood sugar, the more complications you can have. 119 is prediabetes, and 120 is considered a diabetic.